Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) yr old female who presented with a ruptured aneurysm in the right middle cerebral artery (m2). The aneurysm was coiled on (B)(6) 2013. The pt experienced vasospasm which required intervention (nicardipine) and recovered on (B)(6) 2013. The vasospasm was reported as serious adverse event which resulted in medical intervention in prevent further permanent impairment to body structure or body function.